Event description:
New carefusion tubing blood infusion set found dripping from a hole somewhere near the portion that clips into the pump (blue and white clamp) it was noted 15 minutes into the infusion to a patient with a pool of platelets under the alaris pump. Patient was not given the approximately 40cc of platelets that was lost through tubing and on the floor. When flushing ns by gravity through the tubing to prepare to send it ,the tubing disconnected from the clip (blue and white clamp area. It looked like the tubing hadn't been secured (bonded?) And that was where it was leaking.